Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation determined that the elecsys syphilis assay performed within specification. Per product labeling: all initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys syphilis assay. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.

Event description:
There was an allegation of questionable elecsys syphilis results for three patient samples from the cobas e 801 analytical unit. The samples had reactive results on the roche platform but were non-reactive when retested on the abbott alinity I platform. No numeric results were provided.